Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion on the motor, which was replaced along with other components. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece was running on its own. It is unk if there was pt involvement or any adverse consequences as a result of this event. Additional info was requested.